Event description:
One blood leak occurred at 30 min after start of treatment. The dialyzer was 17th reuses. The leak was observed visually and with leak detector. The total blood loss was approx. 200cc.